Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricle (rv) lead exhibited noise reversion and failure to capture. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the atrial lead also exhibited reproducible over-sensed noise and high pacing impedance. The lead was capped and replaced on 29 jun 2023 due to fracture. The patient was stable.

Manufacturer narrative:
Additional information : b1, b2, b5, h1, h6, and a4.